Manufacturer narrative:
Mean age = 48 years. Median gender = female. Literature article title: a multi-centre randomised controlled trial comparing radiofrequency and mechanical occlusion chemically assisted ablation of varicose veins ¿ final results of the venefit versus clarivein for varicose veins trial phlebology 2017 32:2 (89-98) doi: 10.1177/0268355516651026.

Event description:
A total of 170 patients were recruited between january 2013 and september 2014 to compare the pain levels encountered during a venefit procedure and a moca procedure. Eighty three patients were allocated to closurefast radiofrequency ablation (rfa) treatment. Of the 83 patients, 50 were female and the median age was 48. Seventy patients had great saphenous vein incompetence and 13 had short saphenous vein in competence. Only 82 of the patients were treated. Standard rfa procedure was followed and patients wore compression stockings for 2 weeks post-procedure. Within the rfa group one case of deep vein thrombosis (dvt) in the calf was reported. No avulsion was performed on the dvt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.